Manufacturer narrative:
The submission delay for the initial medwatch is due to account registration issues. Device was used for treatment, not diagnosis. A lot number was not reported and UDI is unavailable. The subject device has been received and evaluated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Product investigation summary: no visual defects other than the fractured columns. The failure occurred at the shank to trephine transition areas (2 small cross-sectional members (columns) that support the circular cutting burs. Based on the fracture orientation a torsion fatigue failure can be concluded. The failure is consistent with excessive off axis force to the distal tip. Preventative action was implemented in 2015, after the manufacturing of the subject device, to increase the strength of the device. The cross-sectional area at the fracture location has been increased.

Event description:
The doctor was using the trephine burr connected to an electric hand piece to remove a lower anterior implant when the trephine separated from the instrument shank. The shank remained connected to the hand piece and then cut the patient's interior lip which required suturing. The separated trephine and the shank were retrieved.